Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the implant procedure for this left ventricular (lv) lead, the lead pulled back after it was sutured down. This was found after defibrillation threshold (dft) testing, and after the pocket had been closed. The dislodgement was found after the lead exhibited high pacing thresholds. No adverse patient effects were reported. The pocket was reopened and the lead was explanted and replaced and was later returned for analysis.